Event description:
The event occurred in the united kingdom. It was reported that a clickline forceps insert broke inside the patient. The broken jaw was retrieved. No negative impact in state of health reported. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).